Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Investigation found cracks in the top housing and a hole in the portion of the soft cannula enclosed in the housing. Although this damage was found, it is unclear when or how it occurred. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 24 and 36 hours on the arm. The patient was able to activate a new pod and the patient's bg levels lowered to 150 mg/dl.